Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set was leaking in the tubing which occurred on (B)(6)2025. The infusion set was in use for less than one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.